Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer's wife calling stating her husband meter is reading lower results for him. Customer's wife states her husband is well and requires no medical attention. The customer's expected blood result is 120-130mg/dl fasting. Verified the strips expire 11/20/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 81mg/dl and 84mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 68mg/dl 66mg/dl. Customers meter memory was not set with date and time correctly. Customer wife could not see time and date as it moved to quickly for her. Customer has had a change in meds glimepiride after evening meal and januvia.